Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique further described as their transfer set was exposed and contaminated during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The patient had a seizure while connected to the pd machine. An ambulance was called for the patient and the paramedics disconnected the patient from the homechoice machine and did not close the transfer set. On the same day, the patient was hospitalized for the seizure. The patient realized while in the hospital, that there was break in aseptic technique further described as his transfer set being exposed and contaminated which caused peritonitis. On the same day, the patient experienced peritonitis manifested by abdominal pain. Antibiotic vancomycin orally (1gram, every 5 days for 2 weeks) was started for prophylaxis and peritonitis and was ongoing. The patient was discharged from the hospital and was recovering from the peritonitis. No additional information is available. This is report 2 of 2.